Event description:
It was reported that pump time was incorrect and caller needed help updating time and personal settings. There was no adverse impact to the customer¿s blood glucose level. Customer service assisted caller in updating pump time, and caller was advised to monitor pump and contact support if time discrepancy greater than five minutes occurred again, which caller understood and acknowledged.